Event description:
Customer reports strip label expiration date and lot number is missing while using comfort curve test strips. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.